Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), ovarian mass ("large mass on her ovary from scar tissue") and arterial rupture ("torn artery") in a female patient who had essure (batch no. 827927, 1284512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asc-us, heavy periods, uterine bleeding, endometrial ablation and menarche. Concurrent conditions included morbid obesity, adnexa uteri cyst, anxiety, asthma, diabetes, hypercholesterolemia, hypertension, cholecystectomy and endometriosis. Concomitant products included escitalopram oxalate (lexapro), fenofibrate (fenobibrate), glipizide, ibuprofen, lisinopril, metformin, oxycocet (percocet), sumatriptan succinate and zonisamide. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), abdominal pain lower ("right side lower pain") and scar ("scar tissue"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian mass, arterial rupture, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and scar outcome was unknown. The reporter considered abdominal pain lower, arterial rupture, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, ovarian mass, pelvic pain and scar to be related to essure. The reporter commented: number of coils protruding into uterine cavity on the left side is: 4. Number of protruding into uterine cavity right is: 4. Subsequent to the implantation of the essure device, the plaintiff began to experience various symptoms. She sought treatment on multiple occasions for various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Pregnancy test - on (B)(6) 2011: negative . On (B)(6) 2011, hysterosalpingogram revealed essure coils placed successfully. Scout film was obtained which shows a single essure coil on the right and on the left. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. New events added- abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and pain. Event deleted-oophorectomy with removal of the essure devices. Lot number addded. Historical conditions, concomitant conditions, concomitant drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), ovarian mass ("large mass on her ovary from scar tissue") and arterial rupture ("torn artery") in a female patient who had essure (batch no. 827927, 1284512-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asc-us, heavy periods, uterine bleeding, endometrial ablation and early menarche. Concurrent conditions included obesity, adnexa uteri cyst, anxiety, asthma, diabetes, hypercholesterolemia, hypertension, cholecystectomy and endometriosis. Concomitant products included escitalopram oxalate (lexapro), fenofibrate (fenobibrate), glipizide, ibuprofen, lisinopril, metformin, oxycocet (percocet), sumatriptan succinate and zonisamide. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), abdominal pain lower ("right side lower pain") and scar ("scar tissue"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, ovarian mass, arterial rupture, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain lower and scar outcome was unknown. The reporter considered abdominal pain lower, arterial rupture, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, ovarian mass, pelvic pain and scar to be related to essure. The reporter commented: number of coils protruding into uterine cavity on the left side is: 4. Number of protruding into uterine cavity right is: 4. Subsequent to the implantation of the essure device, the plaintiff began to experience various symptoms. She sought treatment on multiple occasions for various symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.9 kg/sqm. Pregnancy test - on (B)(6) 2011: negative. On (B)(6) 2011, hysterosalpingogram revealed essure coils placed successfully. Scout film was obtained which shows a single essure coil on the right and on the left. Lot number 1284512 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("oophorectomy with removal of the essure devices") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: subsequent to the implantation of the essure device, the plaintiff began to experience various symptoms. She sought treatment on multiple occasions for various symptoms. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.